Event description:
The technician alleged that the bed will not stay in the trendelenburg position. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg gas springs to resolve the issue.